Event description:
Additional information was received indicating the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, high pacing impedance was noted on the right ventricular (rv) lead suspected to be due to non-confirmed lead damage. Rv lead revision is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.